Event description:
It was reported that during a ptca procedure, the tip of the wire fractured. The balloon and wire were removed as one and the case was completed with another balloon. No pt injuries or complications occurred.